Event description:
The valve was explanted due to aortic insufficiency. Intraoperatively, the valve looked "normal" structurally. There was no evidence of vegetation, tears, or calcification. The valve was well incorporated into the lv outflow tract. The valve was explanted and replaced with a 25 mm carbomedics top hat.